Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the heater line of the cassette was leaking during fill one on the homechoice (hc). The technical service representative (tsr) had the home patient (hp) close the clamps to the cassette lines and transfer set. The tsr then had the hp cycle power on the hc to end therapy. Hp was to start over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis and/or a batch review could not be completed. Should additional relevant information become available, a supplemental report will be submitted.